Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure on (B)(6) 2009. According to the complainant, during the procedure, the endostat unit had issues delivering rf power; the complainant noted that the output was either low or non-existent. No add'l info regarding the pt or procedure was available. Should add'l relevant details become available, a supplemental report will be submitted.